Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic total gastrectomy, the subject device was used. After two hours of use, seal & cut short circuit error(u508) occurred. It was reported that when the error occurred, the distal end of the subject device did not contact with metal such as a clip. In addition, the body fluid etc. Did not adhere to the distal end of the subject device more than usual. At first, the error occurred at a rate of once per 7 to 8 outputs. About 30 minutes after the error occurrence, the error was occurred every output. The error continued after the distal end of the subject device was cleaned. The tissue pad of the subject device was severely worn. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On august 8, 2019, omsc found that the coating for electric insulation of the probe was partially missing in addition to the reported event. This is the report regarding the severely worn tissue pad and the missing of the probe coating. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.